Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6. Type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) observed the device and unit not pushed all the way into cart. Fse reinserted unit into cart. Battery charge indicator turned on while plugged into power. Batteries charged. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿reinserting unit into cart.¿ therefore the root cause was user error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) unit is not turning on. There was no patient involved.